Manufacturer narrative:
The field service engineer determined the system sodium concentration was too low. A solenoid valve and the mixing tower check valve were replaced. The levels were adjusted to bring up the sodium concentration. The customer ran controls and results were within specified ranges. The issue has not occurred again.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The first sample initially resulted in a glucose value of 10 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 101 mg/dl. The repeat value was deemed correct and an amended report was issued. The second sample initially resulted in a glucose value of 10 mg/dl on (B)(6) 2022 and repeated as 106 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 104 mg/dl. The repeat value of 106 mg/dl was deemed correct and was reported outside of the laboratory. No incorrect results from this sample were reported outside of the laboratory. The third sample initially resulted in a glucose value of 19 mg/dl on (B)(6) 2022 and repeated as 86 mg/dl. The glucose reagent lot number was 59863501, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on 05-may-2022 was ok and there were no alarms. Calibration data prior to 02-may-2022 was not provided. Quality controls were within range. There was no indication of a reagent performance issue. The customer used a centrifugation time of 6 minutes. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, abnormal probe aspiration errors occurred. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.